Event description:
Event description guidant received information that this device had no magnet response. The caller does not know when was the last time device was checked. The device has been in for 23 years.